Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit batteries does not charge. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
N/a.

Manufacturer narrative:
Corrected fields : h6 ( medical device ¿ problem code ) updated fields: b4, g3, g6, h2,h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse replaced the power management board (0670-00-1162). All performance and function tests were performed. The unit was charged overnight, and the customer verified that the batteries had fully charged.